Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable cardioverter defibrillator (ICD) - implanted: 2013 (B)(6); 6935m55 implantable tachy lead - implanted: 2013 (B)(6). (B)(4).

Event description:
It was reported that the patient was seen in the ER (emergency room) and it was found that the patient had diaphragmatic stimulation due to atrial lead dislodgement. It was confirmed on x-ray that the atrial lead was pulled back all the way into the superior vena cava (svc). Also, on interrogation the atrial lead was not capturing and pacing the atrium. The lead was reprogrammed off and the patient was advised to follow-up with their physician. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that there was no sensing on the atrial lead. The atrial lead was explanted and replaced. Additionally, the pacing threshold test report indicated that the right ventricular (rv) lead had twos (t-wave oversensing). The rv lead remains in use. No patient complications have been reported as a result of this event.